Event description:
It was reported that vascular spasm noted during re-selection attempted resulting in procedure cancelled. Patient was presented with pelvic congestion syndrome. A 12mm x 40cm interlock -35 was selected for use in an embolization. During the procedure, the initial coil configuration was unsatisfactory. During retrieval for re-deployment, the coil became stuck, requiring withdrawal of the entire system. While preparing for a new coil, the non-boston scientific guide catheter dislodged from the left renal vein, and attempts to re-select were complicated by vascular spasm, leading to termination of the procedure. There were no patient complication as the result of this event. It was further reported that the patient was under local anesthesia. The procedure was paused to relieve the vasospasm.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter address 1:(B)(6). E1 - initial reporter phone: (B)(4).

Event description:
It was reported that vascular spasm noted during re-selection attempted resulting in procedure cancelled. Patient was presented with pelvic congestion syndrome. A 12mm x 40cm interlock -35 was selected for use in an embolization. During the procedure, the initial coil configuration was unsatisfactory. During retrieval for re-deployment, the coil became stuck, requiring withdrawal of the entire system. While preparing for a new coil, the non-boston scientific guide catheter dislodged from the left renal vein, and attempts to re-select were complicated by vascular spasm, leading to termination of the procedure. There were no patient complication as the result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).